Event description:
Device provides no less than a true analyzed 32-33% oxygen output at the end of a 6 ft aersol hose, operating from a 12 lpm oxygen source, and diluter indicator set at 26. Other samples from this same lot have tested to the same fio2, 32-33% under the same conditions as above. Rptr believes this to be of serious concern when precise oxygen amounts are prescribed to pts and are unavailable as advertised by product. (*)